Event description:
It was reported that while attempting to lift a (B)(6) patient, the under carriage of the stretcher would not release so that the cot could be lowered. The cot then tipped and the patient hit the ground landing on their right side. The patient injured their right shoulder, right elbow, and neck. It was found that the grips nearest to the release handle had migrated down towards the foot end and the frame was loose and wobbly. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the grips nearest to the release handle had migrated down towards the foot end. This issue was a cosmetic issue only that did not cause or contribute to the event. This issue was noticed during the evaluation of the unit.

Event description:
It was reported that while attempting to lift a (B)(6) patient, the under carriage of the stretcher would not release so that the cot could be lowered. The cot then tipped and the patient hit the ground landing on their right side. The patient injured their right shoulder, right elbow, and neck. It was found that the grips nearest to the release handle had migrated down towards the foot end and the frame was loose and wobbly. There was patient involvement; however, no clinically relevant delay in treatment was reported.